Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not give any alarm or reminder that the insulin pump was suspended when the customer reconnected that insulin pump after disconnecting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Programmed a one unit per hour basal rate and activated the suspend delivery feature. Device suspend delivery alert (vibrate and audio tone) generated every fifteen minutes properly. No audio, vibrate, or suspend delivery anomaly noted during testing.